Event description:
It was reported that the patient had their new pump and catheter explanted due to an infection. The removal happened on (B)(6) 2014. The pump system was infusing, compounded baclofen, morphine, and sulfate bupivacaine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8700a, lot# j94137329, implanted: (B)(6) 1994, product type: catheter. (B)(4).